Manufacturer narrative:
The referenced previous driveline infection was reported under medwatch MFR report # 2916596-2018-05195. Approximate age of device: 1 year, 11 months. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a major driveline infection. The patient was discharged on (B)(6) 2018. No further information was provided. Further information was requested.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: clarification was provided indicating that the patient had redness, secretion, and an increase of infection parameters. Cultures were positive for staphylococcus aureus. The patient was started on antibiotic therapy. A sonogram of the abdomen on (B)(6) 2018 showed no intra-abdominal infection. The infection reportedly resolved by (B)(6) 2018 and the patient was discharged. No additional information was provided.